Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cross talk was observed on the ventricular channel due to atrial pacing events. Programming changes were made and the patient will continue to be monitored.